Event description:
It was reported that the patients ipg was taking longer to be charged and the charge was not lasting long. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred four months ago from the date the manufacturer was made aware.